Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission: 11-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-dec-2017 with the following findings: during investigation, there was a confirmed cs 064 alarm found in the black box. The complaint was replicated constantly during investigation. The pump was opened to inspect the motor related components and there was moisture found internally on internal components.